Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unresponsive keypad, requiring multiple key presses for the insulin pump to respond, and received a stuck button alarm. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed but the customer declined further steps; the customer was advised that the insulin pump will be replaced, to discontinue use and revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump was received with unresponsive keypad. Unable to perform self test due to unresponsive buttons. Test p-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to unresponsive buttons pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. Also found a crack on the keypad flex connecting cable. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage unresponsive keypad was confirmed during testing due to a cracked keypad flex connecting cable. Unable to verify customer's complaint for stuck button error alarm due to unresponsive keypad. Unable to download was confirmed due to unresponsive keypad. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.